Manufacturer narrative:
Based on the claim against the product noting the sureform 60 stapler reload broke at the tip when attempting to remove, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. However it has not yet been received. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Log review shows two sureform 60 staplers were used in this procedure as well as one blue reload and ten white reloads. Based on the current information provided, it is unknown which reload had the broken tip.

Event description:
It was reported during a da vinci-assisted duodenal switch surgical procedure, the sureform 60 stapler reload broke at the tip when attempting to remove. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received both the sureform 60 stapler white reload and stapler instrument to perform analysis. The reload was returned with the stapler. The distal end of the reload was found broken off into two pieces. One piece was still wedged and installed onto the grip housing. This piece was removed during failure analysis. The other piece, approximately 0.76" x 0.45" was returned separately. No material appeared to be missing. The complaint regarding broken reload at the tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Failure analysis found additional observations not related to the reported issue: the reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure. A lodged staple was observed along the shuttle track, obstructing the path of the knife edge. The knife of the reload was found with an indentation to the blade edge. Body cartridge damage appeared on the sides of the reload. Several skive marks were observed. The sureform 60 stapler instrument was returned with sureform 60 white reload wedged within the grip housing and the distal portion of the reload broken off. The white sureform 60 reload that was still installed on the grip housing was removed during failure analysis. The stapler instrument passed the initialization during failure analysis. The instrument clamp and fire function passed with no issue on the test sheet. Staple formation was proper.

Event description:
Refer to h10/h11 for follow-up information.